Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil had perforated the fallopian tube /left side tube came out intact when he took tubes and uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and feeling abnormal ("been in a fog"). The patient was treated with surgery (hysterectomy, salpingectomy ((B)(6) 2019)). Essure was removed. At the time of the report, the feeling abnormal outcome was unknown. The reporter considered fallopian tube perforation and feeling abnormal to be related to essure. ¿concerning the injuries reported in this case, the following one/ ones were described in social media : feeling abnormal.'' Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Case was upgraded to serious. New event right coil had perforated the fallopian tube /left side tube came out intact when he took tubes and uterus was added. Removal date was added as (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.